Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/24/2016 with the following findings: the battery compartment was cracked with moisture observed inside. The leak test failed due to the battery compartment leak. The pump was opened and no further moisture damage was found.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing- battery compartment) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.